Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-3>.¿ this product is compatible with the oer-a/2000 and olympus endoscopes. Using incompatible equipment will compromise the effectiveness of cleaning and disinfection or may lead to patient infection.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the olympus endoscope reprocessor was used to clean a scope and it was noted, the scope was improperly and insufficiently reprocessed and cleaned by connecting a modified maj-829-leak test air tube for the endoscope reprocessor. Patient identifier (B)(6) captures the complaint on a similar event with oer-3. Patient identifier (B)(6). (Model number: lf-dp, serial number: (B)(6) and (B)(6) (model number: lf-dp, serial number:(B)(6)) capture the complaints on tracheal intubation fiberscopes that were improperly reprocessed with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The serial number has not been provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.